Event description:
It was reported that the patient's implantable cardiac monitor was under-sensing. No patient condition was reported. No intervention was performed.

Manufacturer narrative:
Further information requested but was not received.

Event description:
Additional information received indicated that the patient presented remotely. Programming changes were made. The patient was asymptomatic and stable throughout.